Manufacturer narrative:
The customer¿s stated issue of pump module accuracy - low during pm was not confirmed. Physical inspection of the device noted mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Both pressure sensors are missing from the bezel. The female iui has dried fluid residue on the contact pins. The male iui was observed with corrosion on the contact pins and a screw missing from the right side of the male iui. Three isolation ribs on the male iui have slight damage. Review of the pcu error log shows no malfunctions on the suspected incident date of 24apr2020. The actual incident date could not be definitively determined; however, 24apr2020 was the last time the pcu was powered on while suspected to be in maintenance mode. Each button on the pump module keypad was recorded as being pressed. Then the device was disconnected from the pcu; however due to the limited information retained in the device logs it could not be determined. Rate accuracy testing performed on the device found the device operating in specification after the missing parts were replaced. The root cause of the reported low accuracy was not identified. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 02/13/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/12/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an accuracy - low (volume, temp, pressure) issue during preventative maintenance in the biomed repair unit. There was no patient involvement.

Manufacturer narrative:
The customer¿s stated issue of pump module accuracy, low during pm was not confirmed. Physical inspection of the device noted mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel, or rear case. There was no contamination observed on the electronic or mechanical components. Both pressure sensors are missing from the bezel. The female iui has dried fluid residue on the contact pins. The male iui was observed with corrosion on the contact pins and a screw missing from the right side of the male iui. Three isolation ribs on the male iui have slight damage. Review of the pcu error log shows no malfunctions on the suspected incident date of (B)(6) 2020. The actual incident date could not be definitively determined, however, 24apr2020 was the last time the pcu was powered on while suspected to be in maintenance mode. Each button on the pump module keypad was recorded as being pressed. Then the device was disconnected from the pcu, however, due to the limited information retained in the device logs it could not be determined. Rate accuracy testing performed on the device found the device operating in specification after the missing parts were replaced. The root cause of the reported low accuracy was not identified. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of 02/13/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/12/2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an accuracy, low (volume, temp, pressure) issue during preventative maintenance in the biomed repair unit. There was no patient involvement.